Event description:
Per the clinic, the patient experienced pain with device use and an infection at the implant site. The infection has subsided without medical intervention.

Manufacturer narrative:
(B)(4). Implanted device remains.